Event description:
It was reported that after a da vinci-assisted lobectomy surgical procedure, there was bleeding identified in the patient¿s drain, and the patient had to undergo a second procedure to address the bleeding. On 18-may-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after the procedure was completed, bleeding was confirmed in the drain after lobectomy (ward). The source of the bleeding was identified as the artery running through the adhesion between the upper left lobe and the abdominal wall. The estimated blood loss was estimated to be 800 ml, and two units of blood transfusion was administered to the patient. A non-robotic second procedure was performed to address the bleeding. Surgeon's comment: the upper left lobe and the abdominal wall are adhered, and bleeding from the blood vessels running in that part. The cause of the bleeding was that the adhesions had not been removed and due to patient anatomy. It was also confirmed by the surgeon that the isi device did not cause or contribute to the adverse event.

Manufacturer narrative:
Based on the current information provided, the cause of the reported bleeding and subsequent complications is reported to be related to patient anatomy, however, specifics regarding the exact nature of the complications and how they could have been associated with the procedure remains unclear. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted lobectomy surgical procedure, there was bleeding identified in the drain, and the patient had to undergo a second procedure to address the bleeding.